Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not reported. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke intraoperatively. During a hip surgery on (B)(6) 2015 a drill bit broke at the end closer to the chuck. The drilling had been completed. The surgery was completed successfully. There was no patient harm and no delay. This report is 1 of 1 for (B)(4).